Manufacturer narrative:
This report is submitted on 8 october 2020.

Manufacturer narrative:
This report is submitted on may 20, 2020.

Event description:
Per the clinic, the patient experienced a skin flap infection and was treated with oral and topical antibiotics, however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2020. It is unknown if the patient was reimplanted with a new device as of the date of this report.